Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the attempted implant of this 34-millimeter (mm) transcatheter bioprosthetic valve via the subclavian artery, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20mm non-medtronic balloon. The valve load onto the delivery catheter system (dcs) was confirmed via visual, tactile, fluoroscopic methods. The dcs was inserted into the severely calcified vessels. The valve was partially deployed and had moved towards the ventricle during deployment. The valve was recaptured due to the implant depth. After the recapture, an infold of the valve was identified under fluoroscopy. Per the physician, the aortic calcification may have been a factor. The system was removed and replaced. During the procedure, low blood pressure occurred which required cardiopulmonary resuscitation (CPR). As reported, the low blood pressure may have occurred due to the native valve's moderate-severe regurgitation. Ultimately, a new valve was loaded and implanted. The patient was transferred to the intensive c are unit (ICU) due to restricted reflexes and somnolence. An initial computed tomography (CT) did not identify an issue. A second CT revealed a stroke. Per the physician, the stroke occurred the day following the valve procedure. The patient required medication and intubation due to depressed breathing. The physician reported that it was unknown if the first valve caused the stroke but that the second valve did not cause the stroke. Additionally, as reported, there was high probability that the stroke was solely related to the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the patient died eleven days post valve implant. The cause of death was breath depression after stopping ventilation and was a result of the stroke. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that according to the physician, it is possible that the stroke was due to the hypotension and cerebral hypo-perfusion. The stroke was classified as an embolic stroke. The physician also stated that it was possible the positioning difficulties of the dcs contributed to the stroke. The patient died as a result, as the family elected to not take further action. Updated b2. Date of death not provided. Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: d9, h3, h6 device code, eval code method, eval code result, eval code conclusion product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned to the delivery catheter system (dcs) return product analysis (rpa) laboratory loaded inside of the dcs. An infold was noted in the valve frame as the valve was deployed. The valve was submerged in clear 0.2% glutaraldehyde solution and forwarded to the valve rpa laboratory. Visual inspection of the returned valve showed evidence of blood contact as it appeared discolored. The tissue exhibited signs of severe creasing and imprinting; conditions likely attributed to the valve being loaded inside the delivery system for an unknown duration of time. All valve leaflets appeared to be in a partially closed position with a large gap between the free margins. Bloody host tissue remnants were noted on all commissures and on the outflow frame; commissures appeared intact. All leaflets were slightly stiff yet pliable. The valve was submerged in warm saline. The valve appeared to maintain a compressed condition possibly resulting from the valve being in the loaded position for an unknown duration of time. Due to the return condition of the valve, a deployment simulation to assess against the reported event of ¿infold after recapture¿ could not be performed. Conclusion: no images of the implantation procedure or the implanted valve were available for medtronic review. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. A pre-implant balloon aortic valvuloplasty (bav) was performed and the load was confirmed visually, tactilely, and via fluoroscopy. The infold was identified after the first recapture. Per the physician, aortic calcification contributed to the infold. Stroke is a known potential adverse effect per the device instructions for use (IFU), a variety of factors can influence its onset. The physician reported it was unknown if the first valve caused the stroke but that the second valve did not cause the stroke. Per the physician, it is possible that the stroke was due to the hypotension and cerebral hypo-perfusion and that it was possible the positioning difficulties of the delivery system contributed to the stroke. However, this could not be confirmed by medtronic. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. The patient¿s native valve's moderate-severe regurgitation may have been a contributing cause. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that prior to the attempted implant of this 34-millimeter (mm) transcatheter bioprosthetic valve via the subclavian artery, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20mm non-medtronic balloon (true). The valve load onto the delivery catheter system (dcs) was confirmed via visual, tactile, fluoroscopic methods. The dcs was inserted into the severely calcified vessels. The valve was partially deployed and had moved towards the ventricle during deployment. The valve was recaptured due to the implant depth. After the recapture, an infold of the valve was identified under fluoroscopy. Per the physician, the aortic calcification may have been a factor. The system was removed and replaced. During the procedure, low blood pressure occurred which required cardiopulmonary resuscitation (CPR). As reported, the low blood pressure may have occurred due to the native valve's moderate-severe regurgitation. Ultimately, a new valve was loaded and implanted. The patient was transferred to the intensive care unit (ICU) due to restricted reflexes and somnolence. An initial computed tomography (CT) did not identify an issue. A second CT revealed a stroke. Per the physician, the stroke occurred the day following the valve procedure. The patient required medication and intubation due to depressed breathing. The physician reported that it was unknown if the first valve caused the stroke but that the second valve did not cause the stroke. Additionally, as reported, there was high probability that the stroke was solely related to the procedure. No additional adverse patient effects were reported. Additional information was received that according to the physician, it is possible that the stroke was due to the hypotension and cerebral hypo-perfusion. The stroke was classified as an embolic stroke. The physician also stated that it was possible the positioning difficulties of the dcs contributed to the stroke. The patient died as a result, as the family elected to not take further action. Additional information was received that the patient died eleven days post valve implant. The cause of death was breath depression after stopping ventilation and was a result of the stroke.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut pro+ delivery catheter system (dcs) product ID d-evprop34 lot 0010887214 use by date 2022-10-08 UDI (B)(4). Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, a valve was loaded in the capsule of the dcs. On attempted retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. An infold was noted. Visual analysis showed the handle appeared intact. The device was received with the capsule over captured. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule. A kink was observed on the inner member. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. A 34 mm valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. The reported event for positioning difficulties and dislodgement could not be confirmed in the analysis. Conclusion: potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. In this case it was reported that the patient had severely calcified vessels. This indicates that the probable cause of the dislodgement was patient anatomy. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case it was reported that the patient had severely calcified vessels. This indicates that the probable cause of the positioning difficulties was patient anatomy. Dislodgement and positioning difficulties do not typically indicate a failure to meet manufacturing specifications. The device was received for analysis with the capsule over-captured. The instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. A slight kink was observed in the inner member shaft, however the description of the event does not indicate that this damage occurred during the reported issue. The kink may have occurred during the attempted recapture of the valve. The physician also stated that it was possible the positioning difficulties of the dcs contributed to the stroke. As no procedural images of the event were provided, the relationship to the dcs could not be established. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.